Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained gel with cloudy appearance. No foreign material was observed within the device or on the shell surface. During visual examination, mentor product analysis lab revealed creases extending to both views of the device. No other anomalies were found. At this point it is not possible to determine the root cause of the creases. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the creases occurred sometime subsequent to the removal of the device from its protective packaging. Based with the information reported and/or the product investigation, there is no evidence that the issue is related with manufacturing. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable which may result in breast asymmetry, discomfort or pain. This condition has also been associated with device deflation, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Reason for device explant and/or reoperation: capsular contracture baker grade iii manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with mentor memorygel breast implants 325cc (l) and 375cc (r) and experienced bilateral capsular contracture baker grade iii postoperatively. As a result, the patient underwent removal on (B)(6) 2018. This report is for the left side. This report contains supplemental information for mentor psr reference number (B)(4). On (B)(6) 2019, mentor became aware that previously submitted psr reference numbers (B)(4) were duplicated. Any additional event information received will be submitted under this manufacturer¿s report number.